Event description:
During bilateral l5-s1 microdiscectomy, sterile instrument (ronguer) broke. Broken part of instrument retrieved per surgeon. X-ray confirmation obtained that entire broken piece was removed.